Manufacturer narrative:
G4: 29mar2020. B4: 02apr2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse also noted that the battery was 5 years old, exceeding the recommended useful life. The fse replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement.